Event description:
It was reported that the bd ultra-fine¿ ii insulin syringe experienced a deformed stopper. The following information was provided by the initial reporter: the customer reported that the rubber stopper was deformed in the barrel.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: customer returned (4) 3/10cc, 8mm, 30g syringes in an open poly bag from lot # 0248506. Customer states that the rubber stopper was deformed in the barrel. All returned syringes were examined and one sample exhibited a deformed stopper in the barrel. A review of the device history record was completed for batch # 0248506 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Bd was able to confirm the customer¿s indicated failure. Root cause: maintenance dispatch (l2l) #107311 was created for potential dry barrels. Dry barrels indicate a lack of silicone inside the barrel to allow movement of the plunger/stopper rod. Found a silicone gun not aligned correctly. No root cause as to why the gun was sightly out of line to the silicone being applied into the barrel.

Event description:
It was reported that the bd ultra-fine¿ ii insulin syringe experienced a deformed stopper. The following information was provided by the initial reporter: the customer reported that the rubber stopper was deformed in the barrel.